Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a e226 and incompatible scope error. The issue occurred during inspection for use there were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, d9, h2, h6, h11. This supplemental report is being submitted to provide the results of the final investigation and additional information. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the scope communication error e226 and incompatible scope error e315 could not be determined as malfunctions were not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.